Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product has not returned for analysis, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, no DHR review was conducted due to there being no upn available to trace back to the customer sales. It is unlikely for rejects to slip through since there is 100% in-line inspection in place to prevent defects from leaving the facility. Device technical analysis: it was indicated that the device is not being returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and supporting evidence that came to this conclusion.

Event description:
A pericardial effusion occurred. It was reported that versacross connect access solution was selected for a left atrial appendage closure (laac) procedure. The was and versacross connect were inserted into the patient to perform the transseptal puncture (tsp). The versacross dilator was visualized on the septum. Without buzzing across the septum, it appeared as the rf wire was across into the left atrium. The physician then advanced the was sheath and inserted the non-boston scientific pigtail catheter. Contrast was injected through the pigtail catether, and it was noted that the contrast filled the pericardium. An effusion check was performed at this time, and no effusion was noted. The was sheath was pulled back into the right atrium, and the septum was recrossed. The wds was inserted, and position, anchor, size and seal (pass) criteria was met. It was then noted that there was fluid in the transverse sinus, and another effusion check was performed. At this time an effusion was noted. Pericardiocentesis was performed and approximately 500cc of bloody fluid was removed to treat the effusion. A drain was left in place, and the patient was admitted for observation. The patient was discharged feel days later. No imaging was ever lost in the procedure. The procedure was completed. The versacross crossed the septum without buzzing across the sheath was advanced and upon injecting contrast it was noted that there was contrast in the pericardial sac. A effusion check was performed and there was no effusion, the sheath was pulled back into the svc and the septum was recrossed, the watchman was implanted, a second effusion check was done and effusion was noted. It is believed that the first transeptal was the cause of the effusion. The patient was not noted with challenging anatomy. Product return is not expected. It was further reported that the versacross wire and dilator were in the body at the time of the incident. The wire/dilator did not malfunction. The patient was admitted to the hospital for a couple of days then was discharged home with no issues. The blood pressure dropped but the patient was treated and recovered quickly. No issue with the transeptal. It was rf wire but they did not used. There was no damage to the wire or dilator. The product is not being returned as there was no issue with the product itself.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion occurred. It was reported that versacross connect access solution was selected for a left atrial appendage closure (laac) procedure. The was and versacross connect were inserted into the patient to perform the transseptal puncture (tsp). The versacross dilator was visualized on the septum. Without buzzing across the septum, it appeared as the rf wire was across into the left atrium. The physician then advanced the was sheath and inserted the non-boston scientific pigtail catheter. Contrast was injected through the pigtail catether, and it was noted that the contrast filled the pericardium. An effusion check was performed at this time, and no effusion was noted. The was sheath was pulled back into the right atrium, and the septum was recrossed. The wds was inserted, and position, anchor, size and seal (pass) criteria was met. It was then noted that there was fluid in the transverse sinus, and another effusion check was performed. At this time an effusion was noted. Pericardiocentesis was performed and approximately 500cc of bloody fluid was removed to treat the effusion. A drain was left in place, and the patient was admitted for observation. The patient was discharged feel days later. No imaging was ever lost in the procedure. The procedure was completed. The versacross crossed the septum without buzzing across the sheath was advanced and upon injecting contrast it was noted that there was contrast in the pericardial sac. A effusion check was performed and there was no effusion, the sheath was pulled back into the svc and the septum was recrossed, the watchman was implanted, a second effusion check was done and effusion was noted. It is believed that the first transeptal was the cause of the effusion. The patient was not noted with challenging anatomy. Product return is not expected.